Event description:
The customer reported via phone call that the insulin pump had missing segments from the screen, causing a partial display to show on the device. She stated that there were lines going across the screen and reported having difficulty seeing her liquid crystal display screen. The customer did not know the blood glucose reading. She was advised to insert a recommended brand of battery and noted that the display did not return to normal thereafter. She stated that the insulin pump had neither been dropped nor bumped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked connector. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.